Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 was clicking when opening and tower door 2 had failed completely. The field service engineer (fse) cleaned and tightened the connections on door 1, after which the door operated normally in the hardware test application. The latch for door 2 was examined and found to be binding; the latch assembly was replaced, and the connections were tightened. The hardware test application was run successfully, and the customer was able to recover the doors without further issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device required maintenance and would not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.